Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was rebooted while staff removing medications to patient. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the power supply was faulty. A field service engineer replaced the power supply. The engineer then used the hardware test application and ran all tests, which initially failed for tower door 4 and the remote manager. The engineer cleaned the contacts and applied carbon grease on all contacts for the double tower and fridge. The device was retested in the hardware test application, and all tests passed. The machine did not power off during these procedures. The customer verified functionality by performing inventory and dispensing medications without any reboot occurring. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.